Event description:
It was reported that the 9900 system was out of spec. The kv and dose rate were too high. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dose rate and kv were adjusted during the service call. The system was tested and found to be working as intended and put back into service.